Event description:
It was reported that the patient presented in clinic due to discomfort cardiac perforation confirmed via fluoroscopy on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.